Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air embolism, which has the potential to cause or contribute to serious injury. It was reported that during deployment of the first mitraclip, the fluid line to the clip delivery system emptied out and air was noted in the left ventricle. The hemodynamic status of the patient remained stable and no intervention was required to remove the air from the patient. The air dissolved on its own. The procedure was completed with two mitraclips. Mitral regurgitation was reduced from grade 4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of emboli (air) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use warns that heparinized saline flush should be continuous throughout the procedure. All available information was investigated and the reported user error (improper or incorrect procedure or method) was associated with the user not providing a continuous saline flush throughout the procedure. The reported air embolism was a result of the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.